Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing confirmed the device gave a "check clutch/plunger" error. Examination showed the device's left clutch plunger case was damaged and the top case was not a smiths medical part (counterfeit). The issue was confirmed and determined caused by damage and normal wear.

Event description:
It was reported the device gave a "check plunger" error alarm. No adverse effects reported.